Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury associated with the leaflet flail was due to the failed grasping attempt. The cause of the reported difficult or delayed positioning associated with the difficult grasping could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After a failed grasping attempt with the ntw clip, a new posterior flail was observed on the posterior leaflet (p1) due to chordal damage. Two more grasping attempts were performed, but failed in this area. The clip was then attempted to be placed on a2/p2. The leaflets were successfully grasped and the clip was deployed, reducing mr to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.